Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses registered properly in the daily total history and matched properly with the units left in the status screen. The bolus wizard functioned properly per bolus wizard sample in the user guide. No bolus, max bolus alarm or bolus wizard anomaly observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about the bolus wizard not being correctly set up in her insulin pump. Customer stated that the insulin pump is over- delivering insulin. The blood glucose at the time of the call was 92 mg/dl. The insulin pump will be replaced. Nothing further reported.